Event description:
Additional information received reported an "intraforaminal bony mass" related to an earlier injury occurred. It was noted this was not related to the pump at all. The patient was referred to a neurosurgeon for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a suspected inflammatory mass (im). The reporter stated that the patient was experiencing "emergent neurological symptoms" and they want to do a MRI of the spine to check for im. The healthcare provider used "high dose meds", which is why it was thought there was a potential im. The patient was in the hospital as of the report date awaiting MRI results. The medication in the pump was fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).